Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would run in the locked position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI ¿(B)(4).

Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the power module device had a cracked housing and moisture has entered the housing because the moisture detection is colored red. The device would not charge, the device ran in the locked position, and had fluid ingress. It was further determined that the device failed pretest for check for external cleanness and foils of liquid damage, check motor shaft abrasion and free moving, information button and self-test, charging and checking of power module in charger ubc ii, check in ¿off/lock¿ mode with handpiece, function ¿ test, and check liquid indicator. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.